Event description:
It was reported that, "poly wear inside acetabular shell, patient had 28mm poly insert and +10 c-taper metal head removed. Insert was replaced with 32 mm poly insert, head was replaced with +10 32 mm head."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.